Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector stuck) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the monitor receptacle was unable to be unplugged from the trunk cable connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective belt. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed.  Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor. Device manufacture dates: monitor: 12/07/2011. Belt: 12/05/2011.

Event description:
A us distributor reported that a patient's monitor case was damaged and belt connector was stuck.